Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure the tip of the blade broke and fell of inside the patient. The procedure was completed with a smith and nephew back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the inner shaft is fractured off the body of the shaft. The distal end of the outer shaft is heavily scratched around the window. Both hubs show damage from excessive heat. There is biological debris on the returned items. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.